Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('severe fatigue'), gait disturbance ('difficulty walking'), pain in extremity ('new pain that is even stronger and more disabling as I have difficulties raising my arms'), migraine ('migraines ') and adenomyosis ('adenomyosis') in a (B)(6) patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2019, the patient experienced fatigue. On an unknown date, the patient experienced adenomyosis, gait disturbance, pain in extremity, migraine, burnout syndrome ("burnout"), allergy to metals ("due to my essure implants and that I am highly allergic to nickel"), disturbance in attention ("difficulty concentrating "), amnesia ("memory loss"), abdominal pain ("abdominal pain "), gastrointestinal disorder ("gastrointestinal disorders"), arthralgia ("joint pain"), myalgia ("muscle pain") and iron deficiency ("iron deficiency"). The patient was treated with surgery (resection in (B)(6) 2020, and in (B)(6) 2020). At the time of the report, the adenomyosis, allergy to metals, disturbance in attention, amnesia, abdominal pain, gastrointestinal disorder, arthralgia, myalgia and iron deficiency outcome was unknown and the fatigue, gait disturbance, pain in extremity, migraine and burnout syndrome had not resolved. The reporter provided no causality assessment for abdominal pain, adenomyosis, amnesia, arthralgia, burnout syndrome, disturbance in attention, fatigue, gait disturbance, gastrointestinal disorder, iron deficiency, migraine, myalgia and pain in extremity with essure. The reporter considered allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-may-2021. The most recent information was received on 11-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and adenomyosis ('adenomyosis') in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2019, the patient experienced fatigue ("severe fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), adenomyosis (seriousness criterion medically significant), gait disturbance ("difficulty walking"), pain in extremity ("new pain that is even stronger and more disabling as I have difficulties raising my arms"), migraine ("migraines"), burnout syndrome ("burnout"), allergy to metals ("due to my essure implants and that I am highly allergic to nickel"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss"), gastrointestinal disorder ("gastrointestinal disorders"), arthralgia ("joint pain"), myalgia ("muscle pain") and iron deficiency ("iron deficiency"). The patient was treated with surgery (resection in (B)(6) 2020, and in (B)(6) 2020). At the time of the report, the abdominal pain, adenomyosis, allergy to metals, disturbance in attention, amnesia, gastrointestinal disorder, arthralgia, myalgia and iron deficiency outcome was unknown and the fatigue, gait disturbance, pain in extremity, migraine and burnout syndrome had not resolved. The reporter provided no causality assessment for abdominal pain, adenomyosis, amnesia, arthralgia, burnout syndrome, disturbance in attention, fatigue, gait disturbance, gastrointestinal disorder, iron deficiency, migraine, myalgia and pain in extremity with essure. The reporter considered allergy to metals to be related to essure. The reporter commented: on follow up of (B)(6) 2021, (B)(4) was reported as a new ha reference number. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.